Event description:
Customer reported a pt had a ventricular tachycardia event, but the dpm 7 monitor did not produce a ventricular tachycardia or high heart rate alarms. No pt injury was reported.

Manufacturer narrative:
Documentation related to the reported event has been returned to the co for analysis.